Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped recharging the ipg and their ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2018 and the ipg was replaced with another model. Therapy was restored post-operatively.